Event description:
It was reported that the keypad buttons had to be pressed multiple times in order to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). On investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the down arrow keypad button was hypersensitive when pressed. All other keypad buttons were normally responsive and have normal spring back or click. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons and the down arrow contact was misaligned. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.